Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element ous, mr 2.25 x 32mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal struts were bunched, distorted and overlapping. The stent struts were pushed for 11mm in a distal direction on the balloon. The first distal strut moved on the balloon covering the distal markerband. This type of damage is consistent with resistance and subsequent damage during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall indicating wall overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple hypo tube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink at the port site of the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The non-totally occluded target lesion was located in a coronary artery. A 2.25x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged and moved on balloon.